Event description:
It was reported that the right ventricular (rv) lead was not able to be extracted due to expected subclavicular crush. The rv lead was inactivated and abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693158 lead (B)(6) 2007; 5076-52 lead (B)(6) 2003; d154atg ICD (B)(6) 2006; 5076-45 lead (B)(6) 2001; 383059 lead (B)(6) 2007. (B)(4).